Event description:
It was reported that during reprocessing of the double fenestrated grasper instrument, it was noted that the wire was frayed at the tip of the instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist were not damaged. No other damage was found.